Event description:
It was reported the physician had planned to perform a tonsillectomy case using a procise max plasma wand. Once the physician attempted to ablate the tissue, he realized the wand would not generate plasma. The physician attempted to use two other wands (of the same lot) and a new controller, but experienced the same behavior with each of the wands. As the patient was already under general anesthesia, the physician completed the tonsillectomy with a bovie. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient's initials, age, gender and weight were not provided. Reference manufacturer reports: 2005414618-2012-00099, 00101.